Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A cine image was provided and reviewed by an abbott clinical advisor. The results of the cine review were unable to determine a probable cause for the event with the information and media provided. Based on the reported information, there is no indication that the reported retraction problem is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, it may be possible that the difficulty retrieving the filter was due to excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter; however, this could not be confirmed. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the significantly tortuous common carotid artery. An unspecified stent was placed and post dilated with a 5x20 mm viatrac plus balloon. Upon retrieval of the emboshield nav6 embolic protection system (eps) filter, there was rigidity and lack of flexibility which prevented the filter from being fully encapsulated, yet the retrieval catheter successfully retrieved the catheter. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.